Event description:
It was reported that the patient said that the last delivery of 5 boxes of intermittent catheters were a bit floppy and not the same standard as usual. Also stated that the punched out holes on the actual catheter, some were still attached and fell down the toilet.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient said that the last delivery of 5 boxes of intermittent catheters were a bit floppy and not the same standard as usual. Also stated that the punched out holes on the actual catheter, some were still attached and fell down the toilet.